Manufacturer narrative:
Over twisted jaws. Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the tissue pad was damaged and partially detached with the first harmonic device. An error code 4 was displayed with the second harmonic device. The clip was not fed into the jaw properly from the fifth firing with the clip applier. Other devices were used to complete the case. There were no adverse consequences to the pt. Add'l info was requested.